Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the fenestrated bipolar forceps instrument would not move properly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter does not have the information for the case. The device was turned in a while ago without case information and just a basic description of the issue. Once they got access to the web site, they put in a back log of instruments. The initial reporter would not be able to provide specifics beyond the notes they gave in the submission. The instrument was not inspected prior to use.

Manufacturer narrative:
Based on the claim against the product by the customer noting instrument would not move properly, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a loose pitch cable at the distal end. Common causes of the failure mode loose instrument pitch cables are attributed to a component failure. Loose cables are attributed to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could "slip" with respect to its internal shaft causing the loss of cable tension. A cracked clamping pulley and/or input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing. A dislodged cable at the proximal end can then result in the cable becoming derailed or loose at the distal end, which may lead to non-intuitive motion. The complaint regarding instrument would not move properly was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause is attributed to a component failure. This complaint is considered as a reportable malfunction due to the following conclusion: it was alleged that the fenestrated bipolar forceps instrument moved with unintuitive motion (e.g. The instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.